Event description:
The reporter noted the device broke during lumbar spinal fusion surgery while inserting screw into patient. There was no patient injury. The surgery was delayed 15-20 minutes. The broken piece was removed from the surgical wound and confirmation x-ray was performed.

Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The instrument exhibited a broken hex tip. Exact failure mechanism is unknown but likely due to excessive application of torque and/or leverage. No nonconformities were found and the driver material was verified to be correct. Based on the reported information and the investigation results provided, integra considers this complaint closed. Further incidents of this nature will be documented for recurrence and trending purposes.